Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the down button of the insulin pump stuck had to be pressed multiple times and also squirted insulin while priming. Also there was no delivery alarm, had rejected new battery and was louder during rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.